Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to additional information, the issue occurred during the diagnostic coronary procedure. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and executed a cold restart, but the issue persisted. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movements were unavailable. A review of the system logfiles found a failure in c-arm calibration. Upon troubleshooting actions, the fse assessed the motor control unit and the gears of the c-arc motor, carried out position and current calibration, and restarted the system several times to confirm the stability of the calibration. After repairs, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the amc drive and c-arc motor. After replacement, the system was returned to use in good working order.